Event description:
Customer reported seen elevated blood lead patient results with leadcare ii. Customer reported leadcare ii test results were not confirmed by laboratory (venous) testing. The number of elevated test results or values have not been provided or made available to magellan at the time of the report. As part of troubleshooting conducted the designated leadcare ii representative (rpoc), the rpoc reported customer was using paper towels to dry patients' hands and was not wiping excess from capillary tube before plunging to tr tube as indicated in IFU. The customer also confirmed they do not use microtainer tubes for collection, they use the capillary tubes included in the leadcare ii kit. Rpoc provided re-training on (B)(6) 2026. Magellan's technical services (ts) left a message on answering service, requesting a callback to discuss this issue. Magellan's ts also messaged clinical support supervisor and requested kit lot, analyzer sn, lcii patient test results, and confirmation test reports. At the time of this report all attempts by magellan's post market surveillance team to collect test resutls information have been unsuccessful.